Event description:
It was reported that the customer was hospitalized for non device related issues, and once he was admitted his blood glucose went over 500mg/dl. The mother stated that the insulin pump may have been exposed to a high magnetic while the customer had a cat scan, but the device was removed and taken to another room. It was stated that the customer experienced nausea. Troubleshooting was performed. The time and date were incorrect. Assisted the customer correcting them. The bolus and basal were accurate. Instructed the caller to remove the cannula and it was not bent or occluded. Instructed the mother to change the entire infusion set and reservoir. Advised the caller to call back when he has access to the supplies to complete the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.